Manufacturer narrative:
The last reagent calibration was ok. Qc data provided was ok, but no data from the date of event was provided. The issue at the customer's site was resolved. Based on the available data, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter questioned non reproducible gluc3 glucose hk results on a cobas integra 400 plus. The customer provided questioned results for two patients. The initial results were not reported outside the laboratory and the customer performed repeat testing. Patient 1's initial gluc3 result was 596 mg/dl and repeat results were 325 mg/dl and 335 mg/dl. Patient 2's initial gluc3 result was 345 mg/dl and repeat result was 182 mg/dl. Gluc3 reagent lot number used for patient testing was 444444 with an expiration date of 28-feb-2021.